Manufacturer narrative:
The problem was observed during testing, which is outside of clinical use and therefore, not reportable.

Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the customer.

Event description:
The customer reported a ventilator alarmed a co2 (carbon dioxide) rebreathing risk low leak and alarming a low tidal volume. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue by calling philips. Patient or user involvement information is unknown and was requested from the customer. No patient or user harm was reported. We also do not know if there as a delay to patient therapy. The customer was advised to perform flow testing and suspected that the flow senor sensor may be out of specification.